Manufacturer narrative:
(B)(4). It was reported that the cause of the peritonitis event was due to changing caregivers. Beginning on the day of the onset and going for six days, the patient was treated with cefazolin 2 grams per day intraperitoneally and gentamycin 80 milligrams per day intraperitoneally. Beginning six days after the onset and going for seventeen days, the patient was treated with vancomycin 1 gram per day intraperitoneally and amikacin 300 milligrams per day intraperitoneally. After being hospitalized and treated for twenty-two days, the patient was discharged from the hospital and was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (pd) therapy manifested by abdominal pain and cloudy pd effluent. On the same day as onset, the patient was hospitalized for the event. Treatment for the event was not reported. The outcome of the peritonitis event was not reported. At the time of this report, the patient was still in the hospital and dianeal therapies were ongoing. No additional information is available at this time. This is report 2 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).